Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the ipg into MRI mode. System diagnostic recorded multiple high and low impedances on all leads. Surgical intervention may take place to address the issue.